Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of the med records.

Event description:
A peritoneal dialysis (pd) nurse reported a pt developed gram negative peritonitis on (B)(6) 2015 while in the hosp for an unrelated event. During admission, on (B)(6) 2015, the pt had difficulty draining and underwent a catheter repositioning procedure after noting on x-ray it was in bad position. Several days later, the pt was also noted to have peritonitis. The pt was treated with clindamycin for the procedure and rocephin was added and the changed to cefepime with the culture results. The pt was discharged on (B)(6) 2015.

Manufacturer narrative:
Medical records concluding summary of findings as event related to fresenius products. Based on the 109 pages of medical records information it appears that on 03/08/2015, this patient began to show signs of peritonitis. This diagnosis was confirmed as escherichia coli peritonitis. The patient was hospitalized on (B)(6) 2015 for a humerus fracture. While awaiting surgery, it was determined that his peritoneal dialysis catheter was poorly placed and on 03/04/2015 a laparoscopic repositioning of the dialysis catheter was performed. Nursing staff noticed the patient had symptoms of peritonitis on (B)(6) 2015 and he was started on intravenous antibiotics. The physician notes reveal that the status post laparoscopy with repositioning of peritoneal dialysis catheter on (B)(6) 2015 was the source of the peritonitis. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler or its concomitant products and the diagnosis of bacterial peritonitis. Device evaluation: cycler was not replaced; therefore the physical device could not be investigated or evaluated. The serial records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.